Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. For this reason. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the luer caps was broken off the top of the hardshell reservoirs for two different units. No pt involvement as this occurred during setup. Product was not used. The surgery was completed successfully.